Event description:
It was reported that after the chemotherapy infusion, a leak was observed while flushing the line with saline. Upon closer inspection, it appeared that the fluid was leaking from the safety clamp and droplets were also observed on the underside of the IV pump, beneath the drip chamber. Although requested, there has been no patient impact outcome or further event information made available to date.

Manufacturer narrative:
Correction;; h.6. (Patient code). The customer's report of leaking from the safety clamp was confirmed. A leak was observed at the engagement between the lower fitment and tubing components. Further handling observed a separation at the engagement. Inspection of the separated tubing end observed insufficient to no solvent. The cause of the leak and separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. Per previous discussion with the customer, it is uhn's policy not to provide patient information.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag, lot: w9j02b0, exp: jan21, 0.9% sodium chloride injection; therapy date: (B)(6) 2019. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that after the chemotherapy infusion, a leak was observed while flushing the line with saline. Upon closer inspection, it appeared that the fluid was leaking from the safety clamp and droplets were also observed on the underside of the IV pump, beneath the drip chamber. There was no patient harm.